Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed an infection and continued to exhibit shortness of breath. Blood cultures were taken and the organism was identified as enterococcus faecalis. It was noted that the patient was found to have a large vegetation on transesophageal echocardiogram (tee) and did not receive impella. Another organism identified was pansensitive. There was moderate sized vegetation on the tricuspid valve, right side enterococcus faecalis infective endocarditis and vegetations on automatic implantablecardioverter-defibrillator (aicd) ¿leaves¿. The patient exhibited fevers in the setting of vegetations seen on tee. Antibiotics were administered and the implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.